Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 02-aug-2023 . H6: investigation summary a device history record review was completed for provided material number 306572 and lot number 3047847. The review did not reveal any possible non-conformances during the production process that could have contributed to the reported incident. To aid in the investigation of this issue, six (6) physical samples and one (1) picture sample were returned for evaluation by our quality team. Through examination of the provided samples, damage to the blister packaging was observed. A significant amount of inprocess testing is performed for each posiflush lot manufactured. The blister package machine operator inspects twenty (20) units per hour and the secondary package operator checks an additional thirty (30) units per hour. Final inspection is performed on thirty (30) units per pallet by quality control inspectors. Throughout these inspections, no reports of poor perforation were identified. The preventive maintenance performed on the perforation blades was also found to be within specification. Based on the investigation and the nature of this defect, the most probable cause is misuse. It is possible that this incident resulted from an incorrect method of separation.

Event description:
It was reported that 340 of the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% experienced poor perforation on packaging. The following information was provided by the initial reporter, translated from french to english: I would like to inform you that we have once again detected a non-conforming quantity: during the preparation of the components, there is a resistance of the secondary packaging which generates a tear of the packaging during the separation of the syringes what makes it unusable because intended to be used in sterile field.

Event description:
It was reported that 340 of the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% experienced poor perforation on packaging.the following information was provided by the initial reporter, translated from french to english:I would like to inform you that we have once again detected a non-conforming quantity:during the preparation of the components, there is a resistance of the secondary packaging which generates a tear of the packaging during the separation of the syringes what makes it unusable because intended to be used in sterile field.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1 initial reporter phone #: (B)(6). H.6 investigation summary: a device history record review was completed for provided material number 306572 and lot number 3047847. The review did not reveal any possible non-conformances during the production process that could have contributed to the reported incident. At this time, physical samples were unavailable for evaluation by our investigative team. If samples become available, a revised investigation can be performed. The photograph provided was reviewed. A significant amount of in process testing is performed for each posiflush lot manufactured. The blister package machine operator inspects twenty (20) units per hour and the secondary package operator checks an additional thirty (30) units per hour. Final inspection is performed on thirty (30) units per pallet by quality control inspectors. Throughout these inspections, no reports of poor perforation were identified. The preventive maintenance performed on the perforation blades was also found to be within specification. Based on the investigation results, a cause related to the manufacturing process could not be identified for this incident. It is possible that this incident resulted from an incorrect method of separation. It is recommended that the blister packages are separated on a horizontal plane. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h.10.